Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was treated with fortum injection (1g, once a day) and vancomycin injection (1g, once a day) for the event. The cause of the event, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. On an unknown date, the patient was treated with vancomycin injection (1g, intraperitoneal, once a day, discontinued) and fortum injection (1gm, intraperitoneal, once a day, discontinued) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.